Event description:
Additional information was received when it was discovered that the patient underwent a revision surgery on (B)(6), 2012. The patient's vns was then programmed back on after surgery, on (B)(6), 2012. Good faith attempts were made to the hospital for the return of the explanted product but it was reported to have most likely been discarded.

Event description:
It was reported that a patient reported to her physician that she could not feel device stimulation beginning in (B)(6) 2011. The patient went to the physician so he could check the device and upon device interrogation, high lead impedance readings were obtained. There were no reports of any trauma. There were no causal or contributory programming or medication changes that occurred prior to the high lead impedance or patient not being able to feel device stimulation. The physician programmed the patient's device off and referred the patient for surgery. Surgery has not yet occurred and good faith attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
.